Event description:
Complaint reporter is reporting an employee from stef (ocd strasbourg warehouse) received splashes from one broken box of ortho 3% surgiscreen red cell reagent on her left hand while preparing an order. On (B)(6) 2014, while preparing an order, a stef warehouse employee had let a vial of 3% surgiscreen red cell reagent fall and while trying to catch it, the vial had hit the preparation table and broke. The complaint reporter said that the content of the vial had spread over the employee¿s left hand. The complainant said that the employee was not wearing protective gloves, that there was no cut due to broken glass parts and that the warehouse employee¿ hands were all cracked. The complainant said that the employee had washed her hand with a soap solution and that she went for a medical consultation for which no medical treatment or viral prophylaxis was given.the warehouse operator went for virology testing and surveillance. Complaint reporter stated that this incident was recorded as an accident at work to their medical doctor.

Manufacturer narrative:
Ocd medical has assessed this event and determined it to be a serious injury. Ocd complaint database was reviewed. No trends identified. Issue associated with accidental mishandling while not wearing gloves